Manufacturer narrative:
Additional narrative: (B)(4). Date of event is unknown. (B)(4). Date of implant is an unknown date in (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2017, patient was implanted with proximal humerus plate, 3.5 cortex screws (quantity of 4) and 3.5 locking screws (quantity of 8). Post-operative, patient complained of pain. A physician told the patient the plate was too long so she wanted it removed and wanted to keep hardware. The attending taking it out stated he felt like the plate was appropriate for her fracture and everything looked good. The implants were explanted on (B)(6) 2018. The bone was healed. There was no surgical delay. The patient status was complete/ok. The procedure was completed successfully. This report is for one (1) 3.5mm lcp® proximal humerus plate-long 8h shaft/196mm. (B)(4).